Event description:
Pt reported that a lancet, inserted in the multiclix lancet device, protrudes beyond the device end-cap. No unintentional puncture was reported. Pt did not provide the location where the problem was first discovered. Technical support requested the return of the suspect product and replacement product was shipped.